Manufacturer narrative:
Investigation is ongoing. Date of event: event date is an estimate. Estimated device name and product code. Device not returned. See manufacturing report number 2015691 2022 09950 for related event.

Event description:
As reported, the balloon burst on the pulmonic delivery system when using nominal inflation volume resulting in a radial tear and making it difficult to retrieve the delivery system into the sheath.

Manufacturer narrative:
Device not returned. The commander delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned; therefore no imaging evaluation was performed. A device history record (DHR) review, lot history review and complaint history review was not performed as manufacturing batch number details are unavailable and the complaint was unable to be confirmed. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process therefore it is unlikely that a nonconformance contributed to the reported complaint. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: IFU for edwards sapien 3 transcatheter pulmonary valve system with alterra adaptive prestent, preparation training manual and procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for balloon burst and delivery system withdrawal difficulty were unable to be confirmed as neither the complaint device nor appliable imagery were returned for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. Due to unavailability of work order, review of the DHR and lot history was not performed. Therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, the balloon burst on the pulmonic delivery system (used in conjunction with the alterra adaptive prestent). In all cases, the burst occurred when using nominal inflation volume, and they all resulted in a radial tear, making it difficult to retrieve the delivery system into the sheath. The balloon burst could be potentially from multiple factors (i.e., interaction with prestent, additional inflation volume, malpositioned inflation balloon (causing constriction), balloon not fully uncovered, etc.). However, with the limited information provided, a definitive root cause is unable to be determined. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, such factors can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more difficult to remove which would have then led to the reported retrieval difficulty. Due to limited information, a definitive root cause was unable to be determined as to what contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.